Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02592, 1038671-2024-02594 the following sections were corrected: h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 32 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain and stiffness when standing and walking; aseptic loosening of both the tibial and femoral components; polyethylene wear and device failure; painful revision surgery; hospitalization and continued rehabilitation, physical therapy and other medical care; pain, suffering, locking of the knee prior to revision; limited mobility; possible additional surgeries; medical care and cost. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.